Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is unable to enter MRI mode due to one lead with high impedances, one lead migrating and experiencing pain at the ipg site. Surgical intervention took place wherein the system was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.